Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported broken fiber as the fiber was received in two pieces. Visual analysis identified a fiber body break, and a degraded fiber tip, which is indicative of use. During functional testing of the fiber, a bright and round light exited the connector face, suggesting that there were no fractures within the connector. The following message was displayed: treatment used: 0 treatment left: 1. Additional information was received stating that the fiber complaints reported are associated with a facility experiencing fiber breakage. A proctor for the account identified what may be causing the volume of incidents. It was identified there was an issue with the hand pieces. The fibers size did not match the size of the hand pieces correctly. The customer was inserting a slim catheter into the hand piece of the working channel to the line lumen to better secure the fiber in the handpiece during the procedure. However, the working channel was too large in diameter and the laser fiber moved around during the procedure. In this case, the fiber broke and the laser beam caused skin injury to the surgeon. The burn was minor, and was treated with a topical ointment. According to the information provided, it is likely that the reported allegation was caused due to use of the device with an accessory of the wrong size. The IFU states: lumenis slimline fibers are intended for use with the compatible lasers in surgical procedures involving open, laparoscopic, and endoscopic ablation, vaporization, excision, incision, coagulation of soft tissue and for lithotripsy. Regarding the burn, it is a known risk associated with the device and procedure. Based on the information available, a conclusion code of failure to follow instructions was assigned to this investigation.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber body broke, causing a minor burn to the right thumb of the physician. The burn, which was not severe, was treated with a topical ointment. The procedure was completed with another fiber. Further information obtained indicated that the user is experiencing issues with the scopes from another manufacturer used during procedures. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter. No patient complications were reported.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber body broke, causing a minor burn to the right thumb of the physician. The burn, which was not severe, was treated with a topical ointment. The procedure was completed with another fiber and no patient complications were reported.

Manufacturer narrative:
B5 describe event or problem: updated

Manufacturer narrative:
B5 describe event or problem: updated

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber body broke, causing a minor burn to the right thumb of the physician. The burn, which was not severe, was treated with a topical ointment. The procedure was completed with another fiber. Further information obtained indicated that the user is experiencing issues with the scopes from another manufacturer used during procedures. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter. No patient complications were reported.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure using a handpiece, the fiber body broke, causing a minor burn to the right thumb of the physician. The burn, which was not severe, was treated with a topical ointment. A slim catheter was inserted into the handpiece of the working channel to line the lumen and secure the laser during the procedure. The procedure was completed with another fiber and no patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. According to the information provided, it is likely that the reported allegation was caused because the device was used with an accessory of the wrong size. Therefore, the reported allegation is confirmed. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. The instructions for use were reviewed and it did reveal evidence of device off-label use or failure to follow instructions. The IFU mentions: lumenis slimline fibers are intended for use with the compatible lasers in surgical procedures involving open, laparoscopic, and endoscopic ablation, vaporization, excision, incision, coagulation of soft tissue and for lithotripsy and improper use of the device or use of a damaged device may result in severe eye or tissue damage; fire in the treatment room; or accidental laser exposure to the treatment room personnel or patient. Based on the information available, it is possible to conclude that the reported event was traced to the user not following the manufacturer's instructions. Therefore, the event is assigned a conclusion code of failure to follow instructions.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber body broke, causing a minor burn to the right thumb of the physician. The burn, which was not severe, was treated with a topical ointment. The procedure was completed with another fiber. Further information obtained indicated that the user is experiencing issues with the scopes from another manufacturer used during procedures. The short-term solution with the scope issues was to insert a slim catheter into the working channel of the scope to prevent the laser rattling around during procedure. However, the working channel appears to be too large in diameter. No patient complications were reported.

Manufacturer narrative:
D.3. Manufacturer address: corrected. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis of the returned fiber confirmed the reported broken fiber as the fiber was received in two pieces. Visual analysis identified a fiber body break, and a degraded fiber tip, which is indicative of use. During functional testing of the fiber, a bright and round light exited the connector face, suggesting that there were no fractures within the connector. The following message was displayed: treatment used: 0 treatment left: 1. Additional information mentioned that the fiber was rattling inside the scope; the fiber rattling and being fired upon likely led to the fiber breakage that was observed. This fiber breakage in turn, caused skin injury to the surgeon. The burn was minor and was treated with a topical ointment. The instructions for use (IFU) states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. Regarding the burn, it is a known risk associated with the device and procedure. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that, during a holmium laser enucleation of the prostate procedure, the fiber body broke, causing a minor burn to the right thumb of the physician. The burn, which was not severe, was treated with a topical ointment. The procedure was completed with another fiber without patient complications. Additional information informed that the user was experiencing issues with the size handpieces not matching the scope size, and the laser fiber was rattling around during the procedure. Further information from the customer informed that the proctor visited on (B)(6) 2023 and recommended switching to a kuntz working element with a smaller working channel. Since the end of (B)(6) 2023, the customer has been using the smaller sized working element as per the proctor's advice. Furthermore, the proctor also recommended using a ureteric catheter to insulate the fiber and prevent injuries if the fiber were to snap. The customer also followed this advice during the 'change over' period.